Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8711, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who received unspecified baclofen ¿2000mg/ml¿ at a dose of ¿180 mg/day¿ via an implantable pump. The patient¿s concomitant medications were not obtainable. The patient¿s medical history included paraplegia. It was reported that during normal use a ¿lead¿ dislodgement occurred. The ¿lead¿ referenced in the event was provided as an 8711 catheter, the serial/lot number was not provided. As reported it was unknown if any diagnostic testing/troubleshooting occurred. It was also reported as unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. As a result, both the pump and the ¿lead¿ (catheter) were explanted. Patient symptoms were not reported at this time. At the time of the report the issue was resolved and the patient¿s status was unknown. No further complications were reported/anticipated.